Event description:
It was reported that the patient could not adjust stimulation. The display showed a"call your doctor" icon, and the patient experienced an out-of-regulation condition when trying to increase amplitude. It was noted that the patient had four programs. When stimulation was turned on the patient experienced a shocking or jolting sensation up and down his left arm. The sensation occurred following a position change. Stimulation was fine when the patient was sitting, but when he stood up and walked he experienced the shocking. The issue started after the patient swept his house. It was later reported that the patient had increased recharge intervals, and a short was suspected. A manufacturer representative met with the patient and reported that there was an open connection on electrode #3 on the patient's 3986a70 lead. The open connection was programmed around and the patient was getting stimulation comparable to before the problem. An assessment of the patient's charger determined that the patient had not been charging more. No interventions were planned and the cause of the high impedance was unknown. The plan was for the patient to try the new programming.

Event description:
Additional information received reported that movement did cause stimulation changes. Also, current impedance measurements were open and the patient would not get any therapeutic benefit (all > 10,000 except for 2-3 @ 8300 ohms). An x-ray was recommended of the ins and extension area and there was a potential need for a surgical intervention.

Manufacturer narrative:
Extension model 370824 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown; extension model 370832 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown; accessory model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4); lead model 3986a70 lot# n286856 implanted: (B)(6) 2011 explanted: unknown; lead model 3888-56 lot# v493115 implanted: (B)(6) 2011 explanted: unknown; lead model 3888-56 lot# v645666 implanted: (B)(6) 2011 explanted: unknown; lead model 3888-56 lot# v705748 implanted: (B)(6) 2011 explanted: unknown.

Event description:
Additional information showed the patient's device had high impedances on each electrode. The patient had two subcutaneous leads in his neck that worked, but 'does not like using' those leads. The patient was scheduled for a revision, but the procedure was cancelled, and the patient was evaluating further options.